Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycemia. The patient's blood glucose levels were reported as "high", indicating over 400 mg/dl on the blood glucose monitor. The pod had been worn on their abdomen for over 48 hours. The patient's symptoms reported included dizziness, tiredness and excessive thirst. The patient was treated with intravenous fluids and insulin injections and released four hours later. It was subsequently identified that the patient had not been entering carbohydrate information or performing boluses for meals and instead was relying entirely on the device's automated system. Therefore, use error and a training issue with the device were indicated. The patient was provided guidance by clinical support on the importance of using the device bolus calculator, entering carbohydrate information using custom foods, and manually correcting high blood sugars.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.